Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had a bone scan 2 weeks ago and was told her device was loose and not sitting properly. She experienced a loss of therapeutic effect in her back about 4 months ago but was unsure as to how long the device had been loose. It was noted that she was getting relief in her legs. There was no accident or incident related to this event. Further information was requested.